Event description:
It was reported that the patient reconnected pump tubing after a connector came off and then performed the fill tubing function while still connected to the infusion set, pressing and holding until feeling insulin at the infusion site; engineering logs indicated a fill sequence of approximately 89.5 units with an incompletely filled cartridge, and the relevant component was the tubing. Symptoms included hypoglycemia with diaphoresis. Outcomes included a serious illness/impairment and the need for oral carbohydrate treatment. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an improper procedure, specifically failure to disconnect the tubing from the body before filling. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.